Manufacturer narrative:
Plant investigation: no parts were returned to the manufacturer for physical evaluation. A records review was performed on the reported serial number. An investigation of the device manufacturing records was conducted by the manufacturer. There were no non-conformances, or any associated rework identified during the manufacturing process which could be related to the reported event. In addition, the device history record (DHR) review confirmed the results of the in-progress and final quality control (qc) testing met all requirements. The investigation into the cause of the reported problem was not able to be confirmed. A definitive conclusion regarding the complaint incident cannot be reached without a physical examination of the complaint device. Clinical review: a clinical investigation was performed to identify a causal relationship between the patient's peritoneal dialysis (pd) treatment and the reported inguinal hernia. Hernias are a known complication of pd therapy due to increased abdominal pressure or mechanical issues with pd catheters (not fresenius products). There is no documentation to show a causal relationship between the hernia and the liberty select cycler. Additionally, there is no reported allegation of a machine malfunction or deficiency related to this event. Based on the available information, a cause of the hernia is undetermined. Although a causal relationship cannot be confirmed, a temporal relationship between the patient's pd therapy and the reported hernia remains. Should additional new information be made available this clinical investigation will be reevaluated.

Event description:
A clinic response for an unrelated issue was received documenting that a patient on continuous cycling peritoneal dialysis (ccpd) for renal replacement therapy (rrt) had to change their program for the last fill due to a hernia. Additional information was obtained through follow up with the peritoneal dialysis registered nurse (pdrn). The hernia that was effecting the patient¿s pd therapy was documented as an inguinal hernia. Per the pdrn, the patient underwent hernia repair (date unknown) in an outpatient setting. The patient has been temporarily transitioned to hemodialysis (hd) until they completely recover from the repair.